Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Device history record reviews were performed for the subject device lot. The reviews showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that during explant surgery to remove an expert humeral nail (ehn)-long construct on (B)(6) 2015, the correct removal instrumentation was not available (proximal femoral nail [phn] removal instrumentation had been ordered/delivered in error) resulting in a 150 minute surgical delay. Although the surgeon successfully removed the blade and the distal locking screws using the existing instruments at that time, the reported nail was not able to be removed with the phn instruments. The surgeon temporarily closed the operative wound and the surgical team waited the arrival of the ehn instrument set for 120 minutes. The patient was under anesthesia while they were waiting for two hours. After the team received the ehn removal instruments, the surgeon used the instrument to remove the nail and completed the surgery. The initial surgery was performed was an osteosynthesis of a humeral diaphysis fracture on (B)(6) 2015. During this procedure the expert humeral nail-long and associated hardware were implanted. This report is 1 of 1 for (B)(4).